Event description:
The pt reported that she was receiving elevated blood glucose values (300-368 mg/dl) her normal range is 100-120 mg/dl. She reported that she was experiencing fatigue, frequent urination, dry mouth and thirst. The pt reported that she had to administer insulin injections to reduce her blood glucose values. She reported that she would prime the infusion set tubing and later would notice an air bubble 3 cm from the connector. She reported that she primed the tubing several times a day, the air bubble would be gone, but later in the day would reappear. The pt was advised to change the infusion set tubing. No med assistance was required. The product was requested to be returned for evaluation.